Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "clip did not close properly. After multiple problems with the clip applier I visited the surgeon during the next lap cholecystectomy. In the pre-scrub I reminded him to load. Nevertheless the clips went off. They did not close properly at the distal end and tips go twisted. Surgeon switched to aesculap challenger clips which hold correctly." Patient status "healthy".

Manufacturer narrative:
Full uid# provided. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy- "clip did not close properly. After multiple problems with the clip applier I visited the surgeon during the next lap cholecystectomy. In the pre-scrub I reminded him to load the instrument prior to place the jaw over the vessels and remembered him to close the instrument until the audible click when closing the clip. Nevertheless the clips went off. The did not close properly at the distal end and the tips got twisted. Surgeon switched to aesculap challenger clips which hold correctly. Misformed clips will be sent in a syringe and photos are in the blister box." Patient status- "healthy".